Event description:
It was reported that the plunger in the bd syringe luer-lok¿ tip didn't stop when extracting it from the syringe, causing the contents to leak onto the user during use. The customer reported 200 occurrences of syringes with loose plungers. The following information was provided by the initial reporter: "plunger does not stop when fully extracted from syringe. Fluids run out on user. No stop noticed."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the plunger in the bd syringe luer-lok¿ tip didn't stop when extracting it from the syringe, causing the contents to leak onto the user during use. The customer reported 200 occurrences of syringes with loose plungers. The following information was provided by the initial reporter: "plunger does not stop when fully extracted from syringe. Fluids run out on user. No stop noticed."